Manufacturer narrative:
The investigation into the automated impella controller (aic) has been completed. The aic was returned for investigation. The logs of the console reveal multiple communication errors which lead to failed system self-check failure alarm. Visual inspection of the pbm reveals corrosion of the copper traces. The root cause of the failure was contamination of the pbm board by leakage of electrolyte from supercapacitors resulting in corrosion of the pbm.

Event description:
The complainant reported that the automated impella controller (aic) failed to complete the initial check during the boot up process. Troubleshooting was done but unsuccessful. The aic was removed from service. There was no patient involvement.